Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of an IV tubing during an infusion of an unspecified medication or fluid that occured while transporting the patient. There is no report of patient harm; additional details are not available.

Manufacturer narrative:
The customer¿s report that the IV tubing separated was not confirmed. No anomalies were noted on the set during visual inspection. Functional testing and pressure testing resulted in no leaks on the tubing or at any of the components. The root cause of the reported event was not identified.